Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device's battery would not hold a charge. The complainant indicated that there was no pt involvement in the reported failure.